Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problems): "problem with reflux" (reflux within device); "problem with bubbles" (air leak). A nurse reports problems with reflux and bubbles. Additional info indicates only 1 surgeon in the facility is having trouble with bubbles, they are small bubbles and there has been no pt impact. The account mgr has visited with the surgeon to help address the surgeon's issue.

Manufacturer narrative:
The account mgr closed the service request as a phone fix, so, no on site investigation was performed. However, the account mgr visited the site to assist this specific surgeon with the reported reflux and bubble issue. No samples were returned for evaluation. Based on the info provided, the root cause was confirmed to be surgeon technique. The account mgr indicated no further issues of reflex or bubbles have been reported since the visit with the surgeon. (B)(4).